Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with urethral pain and dysuria. A cystoscopy and magnetic resonance imaging (MRI) were performed, which revealed erosion of the cuff into the urethra. The physician considered that the symptoms were caused by the implanted cuff. The pain was treated with analgesic. Revision surgery was scheduled. No further complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100670388. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100654461. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4).